Event description:
It was reported that the patient presented during clinical follow-up. Investigated noted that the right ventricular lead had fractured. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a partial lead was returned in three pieces for analysis. A malfunction based on analysis was found. Visual examination found internal insulation abrasion breaching the ring electrode cable lumen, consistent with procedural damage. No other anomalies were identified.